Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest tightness and pain implanted device experienced a sensing/detection problem, short term ventricular tachycardia (vt), ventricular fibrillation (vf) events. The device remains in use. No further patient complications have been reported as a result of this event.